Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that they thought the patient lost a piece of the external equipment, which they initially thought was related to the pain. The consumer stated that the patient¿s hospitalization had nothing to do with the stimulator, as the patient had pneumonia, cellulitis, and the flu. It was noted that everything was fine now and there were no problems. No further complications were reported or anticipated.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient couldn't walk and they didn't know if it was sciatica but they thought it was. They performed a cat scan which didn't show anything and the caller said the healthcare professionals didn't know anything about their stimulator. The patient was complaining about the pain in their back for a while; the pain was in their left side of their back and not on the right side where the stimulator was located. The patient was put in the hospital for these issues in (B)(6) 2017. No further complications reported.